Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on wound closure, the strand just snapped and it broke halfway through. Excessive force was not used. Another suture was utilized to resolve the issue. There was no patient injury.